Manufacturer narrative:
This supplemental report is being submitted to report the legal manufacturer¿s investigation. Please see updates in section: g3, g6, h2, h6 and h10 the legal manufacturer reviewed the content of this complaint and reported that the root cause of the event could not be determined. The legal manufacturer provided the following probable causes below. The coating peeling on the insertion section: the legal manufacturer reported that based on the investigation it was presumed that the event was caused by physical stress / chemical stress / storage environment, etc. ·IFU states caution regarding physical stress, reprocessing method and storage environment of device. The legal manufacturer reported that users can detect the suggested event properly by handling the device in accordance with the following IFU insert. ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument may not be durable, or may not have sufficient durability against the respective methods stated in the guidelines of each country for removing or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. The legal manufacturer reported that there was no report of a device nonconformity, which caused the suggested event. It was confirmed via the device history record (DHR) that the subject device was shipped in accordance with specifications.

Manufacturer narrative:
Further inspection of the device at the regional repair center (rrc) confirmed the customer¿s report of an ¿air/water leakage.¿ a biopsy leak was noted. The light guide cover lens was scratched twice. The insertion part distal end cover was noted to be burnt. The bending section glue was found damage. The exact cause of the physical damage to scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that there was an air/water leakage on the scope. There was no patient injury reported. The device was returned for evaluation and found the coating on the insertion tube peeling which is considered a reportable malfunction.